Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high defibrillation impedance. It was also noted that the rv lead exhibited low pacing impedance. The lead was programmed off and remains abandoned in the patient. The physician had forgotten to cap the lead. No patient complications have been reported as a result of this event.